Event description:
Boston scientific received information in (B)(4) 2012 that this local representative contacted technical services (ts) to report that this device could not be interrogated. The device could not interrogated despite attempts with multiple programmers, and utilization of other troubleshooting techniques. A magnet was applied over the pocket and tones were not audible. Ts discussed the possibility that the device may not be functional and the patient may not be protected. The patient has been scheduled for device replacement. Subsequently, the patient contacted the warranty department and asked if other devices have experienced this type of interrogation issue. The consultant deferred the patient to the physician to discuss further and explained device warranty and unreimbursed medical. The patient commented that her husband had incurred personal expenses and may seek legal consultation. Subsequently, boston scientific received information that this device was explanted in (B)(6) 2012 and was enroute to boston scientific's return products department.

Manufacturer narrative:
The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Telemetry could not be established with the device. Prior to performing detailed testing, x-rays were taken of the device to non-destructively identify any potential internal issues. No irregularities were noted with the device's internal components based upon x-ray evaluation. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The measured battery voltage was found to be 0.425 volts (i.e., significantly less than the minimum voltage required for the device to function). The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. In an attempt to determine the cause of the high current condition, electrical testing and photo emission microscopy analysis were conducted, which isolated the high current condition to a defect site in an integrated circuit component. The defect site is in one of the component layers (oxide) within a region of the integrated circuit corresponding to a capacitor. This anomaly causes a high current drain, which over time can result in premature battery depletion leading to loss of device functionality, as was observed in this case.

Event description:
Boston scientific's received information that this patient's spouse contacted patient services to report that the patient's medical history was significant for a past CT scan, however, surgery had not been performed for an identified aneurysm. The patient spouse expressed concern that the device may not have lasted very long.

Manufacturer narrative:
The event is currently under investigation. Upon return, the device will undergo laboratory testing.

Manufacturer narrative:
The device was received at boston scientific's return products department for laboratory testing.